Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified some signs of usage. No significant damage was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The tooth location was 28 and the device was placed and removed same day. X-ray or picture image was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant popped upon torqueing resulting in removal. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date and unique identifier (UDI) number. D9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number: k013227.

Event description:
It was reported by the customer that the implant popped upon torquing resulting in removal.